Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 16568959.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were discarded.